Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with the post-op complication of rashes and was treated with medications. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2015, patient underwent bilateral revision mastopexy using a full vertical and horizontal t incision. 2 pieces of galaflex were used and cut into a crescenteric shape. No concomitant procedures were done. On (B)(6) 2015, rash; breasts was reported. Rash on lower poles of breasts with a spit suture area. Patient was treated with medications (zyrtec, clobetasone cream, hydrocortisone cream 1%). Resolved without sequelae on unknown date. Review by medical affairs identifies the reported rash as likely related to the device and serious.